Event description:
Patient arrived on wt6 from ed at 1506 w/ alarming o2 tank. Ed to floor states yes for psi >1000 by rn [redacted name]: patient quickly transferred over to the wall o2 for safety. No injury noted. R: star moment for o2 safety. Tank was taken out of service and tagged to be returned to gas company via our gas distributor. This is related to a safety notice issued by western but their gauges remain faulty in our field over a year later and are told they will not get to repair the entirety our fleet for over a year. Manufacturer response for oxygen gauge, oxytote (per site reporter).